Event description:
IV pump channel started beeping and said "emergency shut down". Pump and tubing noted to be wet and puddle of fluid on floor. Tubing removed from chamber and noted to be leaking from a hole.